Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed replace battery now without any low battery alarm. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that it will not connect to any of her sensors. Caller stated that the sensor connections option was grayed out. Caller reports insulin flow blocked. Caller went through a full box of infusion sets and reservoirs. Caller states that the pump is going through batteries every day. Customer states that the pump starts out with a low battery and change soon. Customer states that it then goes to an alarm to change the battery now. Caller states that it has then progressed to the pump shutting off throughout the whole night without any alarm. Customer did not receive a low battery alert prior to the replace battery now alarm. Customer reports display was blank. Customer states the display was blank less than 30 seconds. The customer was explained that the pump experienced an unexpected restart. Alarm history showed power loss, replace battery now, and low battery alarms. Caller did not wish to continue troubleshoot and mother requested pump be replaced as she does not reside with daughter. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0955-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Device passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. No unexpected insulin flow blocked alarm noted during testing. No unexpected pump error 23, 25 low battery alarm, power loss alarm or blank display anomalies noted. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. No unexpected power error 25 noted during testing or in the pump trace download. Device received with cracked retainer. Device communicated properly with test guardian 2 link and the glucose sensor simulator. The sensor feature functions properly. No sensor calibration anomaly noted.